Manufacturer narrative:
Product ID 37712, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: implantable neurostimulator; product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID: 3888-56, lot# v265849, implanted: (B)(6) 2010, product type: lead; product ID: 3888-56, lot# v378290, implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the rep. The date the high impedances were first identified remains unknown. The rep confirmed that the high impedances are on one of the two quad leads. The ins that was replaced due to normal battery depletion was discarded, so it will not be returned for analysis. Programming was performed to eliminate the usage of contacts 5, 6 and 7, which then allowed the patient to increase stimulation successfully. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 37712, serial #: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: implantable neurostimulator. Product ID: 3777-75, serial #: (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3888-56, lot #: (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3888-56, lot #: (B)(4), implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3777-75, serial/lot #: (B)(4), ubd: 20-mar-2014, UDI #: (B)(4). Product ID: 3888-56, serial/lot #: (B)(4), ubd: 01-jun-2013, UDI #: (B)(4). Product ID: 3888-56, serial/lot #: (B)(4), ubd: 12-dec-2013, UDI #: (B)(4). Coding: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2019, the patient had an ins replacement due to normal battery depletion, but the three leads were left implanted to be used with the new ins. On (B)(6) 2019, the rep met with the patient for programming of their new ins. The rep did not want to change any of the patient's programming since it had been working for the patient for 6 years, so they "uploaded" the same programming to the new ins. After programming, the patient's controller displayed "settings not available" and the rep's tablet displayed out of regulation (oor). The patient was unable to increase their therapy. Impedances were checked, which found impedances between 12,000-14,000 ohms on contacts 5, 6 and 7, which were being utilized on one of their three programs. It was noted that even though contacts 5, 6 and 7 were not being utilized on the other two programs, they still could not increase the intensity when using those programs. The rep reported that when impedances were tested on the prior ins, high impedances (>10,000 ohms) were found on the same 3 contacts. No symptoms were reported. It was reviewed with the rep to run impedances again and to check specific references based on programming, and then to reprogram using the best pairs identified. No further complications were reported or anticipated.